Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: type of investigation - additional. H6: investigation findings. H6: investigation conclusion.

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2026. An analysis of the data logs was performed for the time in question. The logs indicated that there was no active sensor session during the morning of (B)(6) 2026 due to phone battery depletion that started on (B)(6) 2026 at 4:51 pm. A new sensor session began at 7:44 am on (B)(6) 2026 with transmitter/wearable serial number (B)(6). The new sensor session lasted 10 days and ended due to an algorithm detected failure on (B)(6) 2026. There was no bg calibrations attempted during the sensor session. Data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2026 it was reported the patient was pulled from a work trip and was brought to the emergency room. It was unknown what the cgm device was displaying during the event, but the cgm device would have been malfunctioning. No information was reported regarding symptoms, treatment, or duration of stay at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No other details were documented, and the patient declined to provide further information. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.